Manufacturer narrative:
Medical device expiration date: na. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicative of false resistance . A confirmatory test produced results indicative of susceptibility. This event occurred 1 time(s). The doctor was informed and he asked for the test to be repeated. There is no indication of patient impact. The following information was provided by the initial reporter: "increased alarms ¿invalid ast results¿ only in scn strains - phoenix m50 equipment reports r result for linezolid and when using manual technique (kirby bauer) it is sensitive, this result coincides with the resistance profile of the strain.", "have any erroneous results been reported to the doctors? A: yes, he was informed and then the doctor asked to repeat it by another method.", "what was the expected result and what was the result obtained by the client? A: in the case of point 2, the expected result is s and the team gave r", "did the failure occur with control or patient samples? A: patient samples"

Manufacturer narrative:
H.6 investigation summary: a failure for incorrect results was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that they were receiving false resistant results on linezolid, with confirmatory testing being done manually with the kirby bauer technique and showing sensitive. A bd field service engineer (fse) was dispatched to investigate. The fse performed cleaning of the optical system, as well as adjustment and calibration, and verified that the instrument was working correctly following these actions. The root cause of the incorrect results could not be confirmed, but it is known that dirt/dust build-up on the optical components can lead to false resistant results. This is a confirmed failure of a bd product, based upon the instrument issues reportedly being solved by the fse intervention. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system the customer received results indicative of false resistance . A confirmatory test produced results indicative of susceptibility. This event occurred 1 time(s). The doctor was informed and he asked for the test to be repeated. There is no indication of patient impact. The following information was provided by the initial reporter: "increased alarms ¿invalid ast results¿ only in scn strains - phoenix m50 equipment reports r result for linezolid and when using manual technique (kirby bauer) it is sensitive, this result coincides with the resistance profile of the strain.", "have any erroneous results been reported to the doctors? A: yes, he was informed and then the doctor asked to repeat it by another method.", "what was the expected result and what was the result obtained by the client? A: in the case of point 2, the expected result is s and the team gave r", "did the failure occur with control or patient samples? A: patient samples"